Event description:
It was reported that following a back surgery, the patient controller (pc) has been unable to connect to the ipg and pc app displayed the message: 'cannot connect to generator/the generator is not responding. Contact your clinician to fix the problem'. Prior to procedure, surgery mode was enabled. In turn, patient met with an abbott representative and after troubleshooting, the issue was resolved, and therapy was restored.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to resolve the issue and establish communication. Device was reprogrammed and therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.